Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that during a follow up CT scan, a distal type I endoleak was identified. A secondary intervention was performed and another valiant device was implanted. This reportedly resolved the endoleak. Per the physician, the cause of the endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.